Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen has become unresponsive and won't turn on. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered an injection to stabilize blood glucose levels, and stated they will continue on injections for insulin therapy.